Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 28 mg/dl while wearing the pod between 24 and 36 hours. The patient reports they had a seizure and had lost consciousness. The patients parent removed the pod prior to the paramedics arrival. Upon arrival of the paramedics the patient was treated with 2 bags of dextrose. The patients blood glucose level was at 128 mg/dl when the paramedics had left. The patients parent took them to the hospital emergency room due to their blood glucose level was at 55 mg/dl. The patient was treated with dextrose. The patient remains in the hospital at the time of this call.